Manufacturer narrative:
A ge service rep performed an on site investigation. All power cord connectors were tightened. The system was then found to be operating as intended.

Event description:
The customer reported that the system would shut down intermittently during use. There is no report of pt injury associated with this event.